Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: " (B)(6) 2019, in (B)(6) hospital in (B)(6), no mist came out during usage on the patient in department of medicine, although the juncture of the device was tightly connected and the flow was sufficient. There was no mist after changing to the oxygen device. It worked after changing a new small volume nebulizer."